Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and pneumonia. Blood glucose at the time of the admission was 841 mg/dl. Customer experienced vomiting and weakness. It was stated that seems like the infection caused the blood glucose to go high. Customer was coughing and went to the doctor and was diagnosed with pneumonia. Customer had pneumonia for around a week before going to the doctor. Nothing further reported.